Manufacturer narrative:
(B)(4). Lot number 13d070 was manufactured between april 22, 2013 - april 23, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was not determined. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).evaluation summary: the device was received for evaluation. Visual inspection identified a ruptured bladder. Microscopic examination of the bladder found markings on its exterior surface, near the rupture line. The reported condition was confirmed. A batch review will be performed. If additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. The ruptured bladder was not in the footed position nor detached from the assembly. This occurred during manual filling with a syringe, following the baxter recommended procedure, of an unknown drug. The reporter stated that, prior to the event, the device was not in direct sunlight, laid horizontally, nor given any shock/impact. There was no patient involvement. No additional information is available.